Manufacturer narrative:
This report is submitted on august 22, 2018.

Event description:
Per the surgeon, it was reported that the patient experienced poor performance with the device resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on september 21, 2018. (B)(4).